Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead exhibited high impedance. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events. As a result of this finding, abbott is performing further investigation.